Event description:
On (B)(6), 2015, the device was implanted via l-p shunt to the patient with sah ((B)(6) female, h.n). The initial setting pressure was 100mmh2o. After implantation, the patient¿s condition did not improve. The situation did not change even after flashing. The surgeon suspected the occlusion of the device through contrast radiography and replaced it with the same new product at 100mmh2o via v-p shunt on feb 3, 2015. After the revision, the patient¿s condition improved.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot crgb3r, conformed to the specifications when released to stock on the 18th june 2014. No root cause could be determined as the device functions as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.